Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified lower sensor scan results compared to how they felt. It is unknown whether the customer noted a trend arrow on the device. Details of symptoms are unknown and the "customer reported that the readings would rise when they ate but then drop within an hour." There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained.